Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas 6000 e601 module. The initial result was reported to the physician. A new sample was collected from the patient. The result of this new sample did not coincide with the initial result which prompted a rerun of the initial sample. The initial result of the initial sample at 1:15 am was 302.1 pg/ml. The result of the new sample was 3.2 pg/ml. The first repeat result of the initial sample at 2:57 am was 3.30 pg/ml. The second repeat result of the initial sample was 4.51 pg/ml. The reagent lot number is 59637200. The expiration date is 31-mar-2023.

Manufacturer narrative:
The last calibration was performed on (B)(6)2022. The qc had a result outside of the 2sd range. The investigation did not identify a product problem. The cause of the event could not be determined.